Event description:
The customer contacted stryker to report their device displayed the message "place pads on patient" when the pads were already placed on the patient. In this state the device may not be able to deliver defibrillation therapy if needed. Another device was used. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Review of the software log shows the device cycling through the voice prompts instructing the user to apply the pads to the patient's chest with the device briefly detecting a patient load of 35.6 ohms resistance and 217.1 ohms reactance, then went back up to 123.6 ohms resistance and 604.9 ohms reactance, which is consistent with the pads not making good connection to the patient's skin due to the clear plastic film remaining on the pad as indicated by the customer. The root cause is determined to be user error. This device was archived by stryker.

Event description:
The customer contacted stryker to report their device displayed the message "place pads on patient" when the pads were already placed on the patient. In this state the device may not be able to deliver defibrillation therapy if needed. Another device was used. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.

Manufacturer narrative:
The customer has been sent a replacement device. The customer reported the pads had not been opened properly. A clinical review was performed and the device contribution could not be determined. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.